Event description:
It was reported that the patient was admitted to the emergency room and then hospitalized due to phrenic nerve stimulation. The left ventricular (lv) lead output was reprogrammed and the lead remains in use. The patient is enrolled in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies were found.